Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/17/2019. Event date unk. Batch # t5df3w. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what was the approximate width of compressed vessel? 10-12 mm. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? The surgeon said it was. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? The surgeon said that there was nothing beyond the heavy black line. Were the tips of device visible during firing? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? He does not wait 15 seconds on vascular firings. What is the current patient status? Stable. Please clarify "the staple line fell apart". The staple line fell apart along the pv. I did not have time to inspect it to determine if there were missing or malformed staples. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? I controlled the bleeding by clamping the vessel. How much blood was lost (ml)? >500 cc, which was returned through a cell saver device. Did the patient require a transfusion? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient is progressing well and remains in the hospital as expected.

Event description:
It was reported that during a lung transplant, the stapler fired on the pulmonary vein and was initially hemostatic but then the staple line fell apart on the patient side, resulting in excessive bleeding. The doctor controlled the bleeding and over sewed the prior staple line.